Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: a complaint about an intraoperative broken scissors blade of a disposable instrument was reported. The contaminated instrument and the broken sleeve are available for investigation, but not the broken blade. According to the available information, there were no negative consequences for the patient. Due to the broken sleeve the scissors blade detached from the instrument. The investigation was performed using a digital microscope. The analysis of the fracture pattern of the sleeve illustrated a forced fracture due to overload. According to the IFU excessive forces must be avoided. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to the OEM specification and valid at the time of production. One similar incidents have been filed with products from this batch. Based on the information available as well as a result of the investigation the root cause of the failure is most probably related to an insufficient usage. This kind of instrument is designed for delicate use only. It is almost certain that a mechanical overload situation led to the breakage, most likely caused by leverage while the movable scissor blade was opened. Thus the sleeve tore away and the blade detached from the instrument. According to the internal procedures a CAPA is not necessary.

Event description:
(B)(6). It was reportd that the golden blade has disassociated itself from the other.